Event description:
It was reported that the fibers of a pta balloon dilatation catheter were allegedly coming off of the balloon when it was removed through the sheath. The balloon was used to post dilate two tracheobronchial stent grafts. The balloon was inflated approximately 8 times. When pulling the balloon out of the sheath the fibers were allegedly coming off and were in the sheath. An inflation device was used. The maximum atm was 22. The sheath was 9f. Two different guidewires were used. No patient injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. This complaint sample was returned for evaluation. The circumferential fibers on the balloon were inspected. It appeared that the start of the unraveled fibers initiated approximately 3.7cm from the distal tip of the balloon. The circumferential fibers shifted proximally and were located approximately 4cm from the distal tip. The complaint is confirmed for unraveling. The root cause is unknown.